Manufacturer narrative:
The patient's exact age was not reported. However, it was reported that the patient is over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded. A spybite biopsy forceps was inside the working channel sleeve when it protruded. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the spybite biopsy forceps. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the wcs did not protrude. However, a functional assessment was performed and maximum wcs protrusion was observed when the large knob was turned in the counterclockwise direction, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The complaint investigation conclusion code selected for the wcs protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. An investigation is underway to address this issue. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded. A spybite biopsy forceps was inside the working channel sleeve when it protruded. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the spybite biopsy forceps. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.